Manufacturer narrative:
This report is submitted on june 23, 2023.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery under a general anaesthesia on (B)(6) 2023, due to poor magnet retention. The implanted device remains.